Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong catheter was returned for evaluation. One photograph of an injury on what appears to be a patient¿s arm was also returned for evaluation. An initial visual observation of the video showed the catheter was inserted into a patient. In the returned video, the catheter was infused with a clear liquid and a spraying leak could be seen in the catheter, just distal to the 48 cm depth marker. No details of the apparent catheter damage could be discerned from the returned video. While a leak could be seen in the catheter in the returned video, there were no distinguishing features in the returned video or photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that this patient was admitted to hospital due to breast cancer on (B)(6) 2022 and had a PICC catheter placed. During infusion with the PICC catheter on (B)(6) 2023, 13:30 pm, the left upper arm of the patient swelled and the patient complained about discomfort. Subsequently, the catheter was removed. One hole was found on the point of the catheter 3cm beneath the insertion site (scale of 38 cm), from which saline erupted during injection. The PICC could not be used properly and removed. The symptoms were alleviated after administration of symptomatic treatment such as application of hirudoid and mebo. The patient was discharged on (B)(6) and continued the application of the creams. During the period of time, the head nurse communicated with the patient on symptom alleviation multiple times. On (B)(6), the patient found local indurations on the left upper arm with occasional needle stick-like pain. On (B)(6), the patient was admitted to hospital and the area of indurations on the left upper arm covered 10*14 cm with redness, elevated skin temperature, left forearm swelling. After a wet compress with mirabilite, microwave therapy, antibiotics and anti-infection treatment was administered, the swelling resolved in the left upper arm. In (B)(6) 2023, the patient was admitted to the burns department due to severe skin festering. 4 sessions of debridement, 2 sessions of skin-grafting and 6 procedures were performed in total.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that this patient was admitted to hospital due to breast cancer on (B)(6) 2022 and had a PICC catheter placed. During infusion with the PICC catheter on (B)(6) 2023, 13:30 pm, the left upper arm of the patient swelled and the patient complained about discomfort. Subsequently, the catheter was removed. One hole was found on the point of the catheter 3cm beneath the insertion site (scale of 38 cm), from which saline erupted during injection. The PICC could not be used properly and removed. The symptoms were alleviated after administration of symptomatic treatment such as application of hirudoid and mebo. The patient was discharged on (B)(6) and continued the application of the creams. During the period of time, the head nurse communicated with the patient on symptom alleviation multiple times. On (B)(6), the patient found local indurations on the left upper arm with occasional needle stick-like pain. On (B)(6), the patient was admitted to hospital and the area of indurations on the left upper arm covered 10*14 cm with redness, elevated skin temperature, left forearm swelling. After a wet compress with mirabilite, microwave therapy, antibiotics and anti-infection treatment was administered, the swelling resolved in the left upper arm. In (B)(6) 2023, the patient was admitted to the burns department due to severe skin festering. 4 sessions of debridement, 2 sessions of skin-grafting and 6 procedures were performed in total.